Manufacturer narrative:
Corrected data: device not available.

Event description:
The user facility reported that the housing broke at the weld during sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no delay, no adverse consequences and no medical intervention.

Event description:
The user facility reported that the housing broke at the weld during sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no delay, no adverse consequences and no medical intervention.